Event description:
This procedure was performed in (b)(64). The customer stated that the protege everflex stent was inserted for 1 week. The patient felt uncomfortable and was readmitted. Images indicate the stent fractured. Thrombus formed at the fracture site and it obstructed the blood vessel. The physician performed pta and implanted a stent in the patient's femoral artery. The patient is currently under thrombolysis.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. Single image received of deployed stent.